Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date received by MFR: initial MDR has incorrect date of 10/04/2031. The correct date is 10/04/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report regarding a patient where the right intraocular lens was explanted and replaced with a different diopter power value after the patient was found to have an unexpected refractive suprise of +1.0d. Follow up with the surgeon's office indicated that 3 weeks post-op the patient is reported to be doing great.

Manufacturer narrative:
In follow up the physician indicated that during the implantation procedure he performed a limbal relaxing incision because the patient had 1.0 diopter of corneal astigmatism. Day one post-op the patient was 20/25 and j1 and at one week post-op she was still 20/20. Then the physician performed cataract surgery on the other eye and day one post-op the companion eye was now 20/60 and j2 for near (the eye that had previously been 20/20). The lens was still positioned perfectly. He then removed the initial lens through the initial incision (no enlargement) and replaced the lens with a new zmb00. At one week post-op the patient is 20/25 and j1+ and is very happy with the outcome. No additional information was provided. Further follow up found that the iol had been discarded during the procedure. Manufacturing records were reviewed and all process operations presented in the manufacturing record from generation to boxing were in compliance. The lens diopter result obtained from the miq electronic system of the test performed when this lens was manufactured, shows that lens serial number (B)(4) corresponded to a 24.0 diopter. All pertinent information available to the manufacturer has been submitted.